Event description:
It was reported that during the implant procedure the left ventricular (lv) lead had high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.